Event description:
It was reported that the implantable pulse generator (ipg) was found to have an electrical reset at interrogation.  The reset was cleared and the ipg was reprogrammed back to normal parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).